Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 954 mg/dl and high ketones; cause was not known. Customer was treated with intravenous fluids of insulin and saline. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.